Event description:
It was reported that the patient underwent a left knee arthroplasty revision of the articular surface and hinge components to address instability and range of motion issues from dislocation approximately three (3) years post-operatively. Initial operative notes noted the patient underwent a resection of tibiofibular ewing sarcoma measuring 115 millimeters with proximal reconstruction utilizing a megaprosthesis. No intraoperative complications were noted.Revision operative notes noted that the articular surface was identified to have fractured, the metal post disassociated and the femoral component had a large metal divot from repetitive hyperextension. Additionally, intraarticular metal debris was identified and thoroughly irrigated. The articular surface was upsized and the limb was still somewhat loose in valgus and varus stress, but the surgeon believed this was a result of the loss of soft tissue from the prior tumor resection rather than articular surface inadequacy. No intraoperative complications were noted.

Manufacturer narrative:
(B)(4) D10 - CONCOMITANT DEVICES - NEXGEN ROTATING HINGE KNEE ARTICULAR SURFACE 12MM SIZE D WITH HINGE POST EXTENSION CATALOG #: 00588004012 LOT #: 65499786. THE DEVICE WILL NOT BE RETURNED FOR ANALYSIS; HOWEVER, AN INVESTIGATION OF THE REPORTED EVENT IS IN PROGRESS. ONCE THE INVESTIGATION IS COMPLETED, A SUPPLEMENTAL MEDWATCH 3500A WILL BE SUBMITTED.

Event description:
IT WAS REPORTED THAT THE PATIENT UNDERWENT A LEFT KNEE ARTHROPLASTY REVISION OF THE ARTICULAR SURFACE AND HINGE COMPONENTS TO ADDRESS INSTABILITY APPROXIMATELY THREE (3) YEARS POST-OPERATIVELY. ATTEMPTS HAVE BEEN MADE AND NO FURTHER INFORMATION HAS BEEN PROVIDED.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.The following sections were updated: B1, B4, B5, B6, B7, G3, G6, H2, H6, H11.